Event description:
Pt with 2cm low grade dysplasia treated with focal ablation procedure developed intrinsic moderate esophageal stenosis which was successfully dilated. There was no reported malfunction of the device, and no association between the event outcome and the device performance could be established.